Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the patient did not receive their bolus as scheduled. The pump gave them ten boluses of zero units instead of the scheduled bolus. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02-mar-2018device evaluation: the device has been returned and evaluated by product analysis on 02/22/2018 with the following findings: on investigation, review of the bolus history revealed multiple 0.00-unut boluses recorded on 19-dec-2017. On investigation, the pump powered on normally. Ez-prime steps were successfully performed without any issues. Accuracy testing was performed and the pump was found to be delivering accurately and deliveries were accurately recoded in the history. There were no hypersensitive or ¿stuck¿ keypad buttons on testing. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.